Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer inserted the reservoir after rewinding and experienced issues with the screw on the motor of the insulin pump. The customer stated that the screw was going back into the reservoir and emptying the entire reservoir. The customer stated that insulin would not stop coming out of the tubing. The customer stated that this happened once and was unsure if it was an issue with the insulin pump or the way that the customer had attached the tube to the reservoir. The customer also had a keypad anomaly where the button was stuck. The customer stated the numbers were not ramping on their own but that the insulin was exiting the tubing like a really fast dribble. The customer had received a no delivery alarm one time due to the customer's own error. The customer declined troubleshooting. Explained reservoir vent block and possible causes. Nothing further reported.